Event description:
In the afternoon of 12/05 a female used an orasure collection device for a oral fluid specimen collection. Later that evening the woman went to the emergency room reporting swelling on her face and pain behind her ear on the side that she swabbed with the collection device. The emergency room physician prescribed an antibiotic and a lemon drop to make the saliva gland work overtime. The woman was back to work the next morning without any adverse results.